Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2184149-2019-00091. Following a radiofrequency ablation procedure a patient burn occurred. During lesion the patient felt a burning sensation at the grounding pad site. When the grounding pad was removed a burn was noted. The user believes the burn may have been caused by poor patch placement.